Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported by the customer, "patient came in today (B)(6) 2025 for evaluation and replacement of PICC line. Patient reports the PICC line was in place when she went to bed, but when she woke up it had come back. Upon assessment, the line had come back 22 cm. The dressing was still in place and the securement device (securacath) was also still in place. The line appeared to have pulled though the securement device. The patient still needed antibiotics, so an order was obtained for a new PICC line to be placed. New line was placed at that time." Additional information received jan 29, 2025: it was reported there was no adverse event or serious injury to patient or healthcare professional. The device was discarded at the facility.